Event description:
It was reported to boston scientific corporation that a hydratome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when sphincterotomy was being performed with the device, the cut wire broke. However, by the time the cut wire of this device broke, the sphincterotomy was complete; the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. The cut wire break was reported by alternative summary reporting (asr) on (B)(6) 2013. This event has been deemed 30-day reportable based on the investigation finding: catheter torn.

Manufacturer narrative:
The patient's age is unknown; however, the patient was over 18 years of age. Investigation finding: catheter torn. Visual evaluation of the returned device found that the cutting wire was broken, the distal section of the catheter was torn, and there was a twist in the working length. The cutting wire length was measured and found to be within specifications. Examination of the broken cutting wire revealed that bending, tension, and melting contributed to the break. Review and analysis of all available information indicated the most probable root cause for this event was operational context, since procedural or anatomical factors encountered during the procedure could have affected device integrity and performance. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.